Manufacturer narrative:
Section d information references the main component of the system and other applicable components are: product ID 977a260 lot# serial# (B)(4) implanted: (B)(6) 2014 explanted: product type lead product ID 977a260 lot# serial# (B)(4) implanted: (B)(6) 2014 explanted: product type lead note: this event was also reported in manufacturer's report #6000153-2017-00005. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from the manufacturer¿s representative reported that during replacement of the implantable neurostimulator (ins) for normal battery depletion, initial intra-operative impedances on all 16 contacts were measured at >40,000 ohms. It was noted that the ins had died a couple of months ago so impedances could not be checked with it and the impedance issue was just being seen now. The reporter stated that they had tried running the impedances at higher voltages, had removed the leads, wiped them off, and re-inserted them to ensure they were seated correctly. The setscrews were tightened down appropriately. It was noted that impedances were not checked with different reference electrodes. The electrode configuration was verified as being correct. No medical symptoms were reported in the event. After testing the lead impedances with an multi-lead trialing cable (mltc), it was determined the leads were not functioning properly. The physician planned to explant and replace in 10 days. Follow up information received on (B)(6) 2017 from the manufacturer¿s representative reported that the leads would be explanted and replaced on (B)(6) 2017. The cause of the high impedances could not be determined.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional follow up information received from the manufacturer¿s representative reported that the leads were discarded by the scrub tech into the sharps bin before they had a chance to request to have them returned.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.